Event description:
On 07/26/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machine. Failed to ¿separate¿ autologous fluid into its designated spots. The angel machine dumps all fluid back into the ¿whole blood in¿ section of the angel cassette bags. This occurred during a case where the patient did not receive the bma as it did not get separated in angel.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation was not confirmed. One unpackaged abs-10060 angel prp system centrifuge serial/batch number (B)(6) was received for investigation. Upon visual inspection, the returned device showed signs of wear and tear around the housing. The functional testing with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), was not properly separating into the disposable compartments. Instead, all contents returned to the ¿whole blood in¿ compartment. This error could not be replicated. No problem found.